Event description:
A home pt contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain of their automated peritoneal dialysis therapy. Reportedly, the home pt noted that they had connected their transfer set to the pt line of the homechoice set during the prime cycle and attempted to continue therapy. Baxter's technical svc ctr assisted the home pt in ending the therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.